Event description:
It was reported the patient biked past a power plant and was ¿blown off his seat and hit the ground like a sack of potatoes.¿ it was stated the patient mentioned ¿people were turning on and off their electricity.¿ it was also stated this happened multiple times and it took the patient an hour and a half to get past six blocks. It was noted the patient did not have stimulation on at the time and he felt like ¿an elephant was stepping on him with a feet full of needles and not letting go.¿it was also stated the patient tried turning off stimulation but that didn¿t help and he wants the implantable neurostimulator (ins) taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3487a-33, lot# v560312, implanted: (B)(6) 2011; product type: lead, product ID: 37083-40, lot# / serial# (B)(4), implanted: (B)(6) 2011; product type: extension, product ID: 3778-60, lot# / serial# (B)(4), implanted: (B)(6) 2011; product type: lead. (B)(4).

Event description:
It was reported that the patient was hurting real bad. It was reported that the patient tried turning the stimulation off but they still felt it.